Event description:
A painful swelling, first in the area of the lateral popliteal fossa, then spreading to the lateral side of the left knee joint to the distal thigh/ swelling is pararticular/ inflammation values were only slightly increased [joint swelling inflammatory] ([c-reactive protein increased], [joint effusion], [aching (l) knee]) part of the drug has gone para-articular [medical device site extravasation] . Case narrative: initial information from (B)(6) received on (B)(6) 2020 regarding an unsolicited valid serious case received from a physician. This case involves an unknown age female patient who experienced a painful swelling, first in the area of the lateral popliteal fossa, then spreading to the lateral side of the left knee joint to the distal thigh/ swelling is pararticular/ inflammation values were only slightly increased and part of the drug has gone para-articular, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate at a dose of 0.2 ml at unknown frequency via unknown route (with an unknown batch number) for unknown indication in left knee. On the same day within 24 hours patient developed a painful swelling, first in the area of the lateral popliteal fossa, then spreading to the lateral side of the left knee joint to the distal thigh (arthritis). On an unknown date in (B)(6) 2020 on the fourth day after injection test puncture was done under surgical conditions, no bacteria could be detected. This event was leading to intervention. The inflammation values were only slightly increased (crp 5.0), the swelling is pararticular. It was possible that part of the drug had gone para-articular (medical device site extravasation; unknown latency). Physician wanted to know more about the correct technique of administration of hylan g-f 20, sodium hyaluronate. Relevant laboratory test results included: c-reactive protein - in (B)(6) 2020: 5.0 (unknown units), synovial fluid analysis - in (B)(6) 2020: no bacteria. Action taken: unknown for both events. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for all events. A product technical complaint was initiated and the results for the same were pending.